Event description:
It was reported that when using the bd pyxis medstation system, the third door in the tower failed to open, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the third door of the tower did not open as expected. A field service engineer cleaned all electrical connectors in the cabinet, applied conductive grease to all microswitch connectors, and tightened and resecured all wiring harnesses to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.